Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) male presented at the time of enrollment with a 55.9 mm aortic aneurysm. The proximal neck had an irregular shape with partial plaque/thrombus. The left iliac artery had moderate tortuosity, mild occlusive disease mild calcification. The right iliac artery had severe tortuosity, mild occlusive disease moderate calcification. On (B)(6) 2015, under general anesthesia, the patient received a 28 mm x 118 mm main-body graft , a contralateral (right) 13 mm x 56 mm iliac leg graft, and an ipsilateral (left) 13 mm x 56 mm iliac leg graft. The devices were deployed without difficulty. A molding balloon was used without complications or difficulties. Two 10mm x 40 mm balloons (another manufacturer) were used in the procedure, however no additional procedures were indicated by the site. A query is outstanding to determine additional procedures. There were no adverse events observed during the procedure. At the completion of the procedure, the graft was fully implanted and patent with no kinks. The patient was discharged on (B)(6) 2015 (two days post-procedure) and no adverse events were reported. Core lab analysis of the procedure angiogram noted a patent graft with no evidence of endoleak or kink. On (B)(6) 2015 (one-month follow-up), a CT scan and x-ray revealed no endoleaks. The device was intact with no barb separation, stent fractures, component separation, device compression, device stenosis or kinks. On (B)(6) 2015 (167 days post-procedure), the patient presented to the ER with acute ischemia of the left lower extremity with motor and sensory deficits. Treatment included left femoral and left iliac thromboemoblectomy, patch angioplasty of the left femoral artery, compartment fasciotomy and placement of a another manufacturer's limb within the left iliac leg graft. As of (B)(6) 2015, the patient remains hospitalized with continuing motor deficit.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: listing several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects, including: anatomical criteria; anatomical conditions; importance of accurate placement. Specific to this case zenith ifus state: "patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." "Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." In the warnings and precautions section, 4.2 patient selection, treatment and follow-up: "zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5 to 20 mm in diameter (outer) is required." "Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 ID in the iliacs) have been shown to increase the risk of a thromboembolic event. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event." "Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event." "Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event." The 10.5 device diameter sizing guidelines "the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow." For the iliac leg diameter of 13 mm, the intended iliac vessel diameter in mm was 10 to 12. The 11 directions for use: "anatomical requirements: iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required." The combination of the iliac tortuosity, the external compression, and the pulsation / repetitive stenosis created shear forces within the leg that stimulated thrombus growth. Where a small thrombus has formed, the clot can enlarge because the blood flow slows around the clot, allowing clot-forming elements to be deposited. Based on this information, it is feasible to suggest that the root cause of this complaint is patient anatomy (procedure related - patient condition related to occurrence) due to the significant tortuosity and narrow inner lumen. Additionally, the zsle may have been oversized per the sizing guide in the IFU at the distal landing zone of the complaint leg, leading to issues with pulsation and stenosis. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
A (B)(6) old male presented at the time of enrollment with a 55.9 mm aortic aneurysm. The proximal neck had an irregular shape with partial plaque/thrombus. The left iliac artery had moderate tortuosity, mild occlusive disease mild calcification. The right iliac artery had severe tortuosity, mild occlusive disease moderate calcification. On (B)(6) 2015, under general anesthesia, the patient received a 28 mm x 118 mm main-body graft, a contralateral (right) 13 mm x 56 mm iliac leg graft, and an ipsilateral (left) 13 mm x 56 mm iliac leg graft. The devices were deployed without difficulty. A molding balloon was used without complications or difficulties. Two 10mm x 40 mm balloons (another manufacturer) were used in the procedure, however no additional procedures were indicated by the site. A query is outstanding to determine additional procedures. There were no adverse events observed during the procedure. At the completion of the procedure, the graft was fully implanted and patent with no kinks. The patient was discharged on (B)(6) 2015 (two days post-procedure) and no adverse events were reported. Core lab analysis of the procedure angiogram noted a patent graft with no evidence of endoleak or kink. On (B)(6) 2015 (one-month follow-up), a CT scan and x-ray revealed no endoleaks. The device was intact with no barb separation, stent fractures, component separation, device compression, device stenosis or kinks. On (B)(6) 2015 (167 days post-procedure), the patient presented to the ER with acute ischemia of the left lower extremity with motor and sensory deficits. Treatment included left femoral and left iliac thromboembolectomy, patch angioplasty of the left femoral artery, compartment fasciotomy and placement of another manufacturer's limb within the left iliac leg graft. As of (B)(6) 2015, the patient remains hospitalized with continuing motor deficit.